Event description:
Pt was undergoing a coaxial needle bone biopsy when the cannula sheath broke off and remained imbedded in the pt's gluteal muscle. He had to have a general anesthetic to remove the fragment of the cannula. Reason for use: to obtain bone biopsy.